Event description:
It was reported that the itrak 3500l system had a tracking problem with a patient scan. No patient injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The service rep found the problem to be related to the scanner acquisition. The system operates as intended.